Event description:
A customer reported a malfunction with their pump, although no specific events occurred prior. The impact on the customer's blood glucose level was not disclosed. Technical support assisted the customer in resetting the pump, and the issue did not recur afterward. The customer was instructed to continue using the pump and to contact support again if the problem reappeared.